Manufacturer narrative:
.

Event description:
Product information for the explanted lead and generator was obtained on (B)(4) 2013. The patient was identified, and this death has been previously reported in MFR. Report # 1644487-2012-03416. No additional information will be reported under this MFR report # (1644487-2013-00739).

Event description:
On (B)(6) 2013, it was reported that a vns patient was recently deceased. The patient's generator was explanted. Attempts for additional information and product return have been unsuccessful.

Manufacturer narrative:
Upon receipt of product information, a previous report on this patient was found under MFR report # 1644487-2012-03416. This MFR report #(1644487-2013-00739) represents a duplicate submission of the patient death and no additional information will be reported under MFR. Report #1644487-2013-00739. This report is being submitted to correct this information.